Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a female patient underwent a thorco-abdominal aneurysm repair procedure. During the manipulation of the sheath the inside of the valve/clear inner disc came out of the valve assembly. The physician swabbed out the sheath planning to switch out the sheath. The patient required a transfusion of 1 unit of blood.

Manufacturer narrative:
The sheath was placed in the right arm / axillary position. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.